Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, stating the system delivered too much insulin after unannounced snacking and no meal announcements, resulting in a blood glucose nadir of 45 mg/dl and an ems response; the user treated with nasal glucagon and oral glucose and returned to range, then resumed ilet use. Symptoms included lightheadedness and nausea. Outcomes included temporary impairment requiring ems evaluation without hospital admission. Investigation included review of user-reported event details and device use context. Investigation of this case revealed no device malfunction reported, with contributing factors consistent with unannounced carbohydrate intake and subsequent insulin delivery in automated operation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.